Manufacturer narrative:
A ge representative evaluated the system and found the customer possibly had the customer in the wrong position for the application. System operates as intended.

Event description:
Customer reported poor image quality during a spine procedure. No patient injury was reported.